Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
It was reported that during a gynecological procedure in 2007, there was a grinding noise and vibration caused by the motor drive unit at the motor drive unit connector. The procedure was completed using a second motor drive unit. It was reported that due to frequent use - at least 5 cases a week - the generator connector part has worn out. No adverse pt outcome.